Manufacturer narrative:
. Corrected information: a5a: ethnicity: no information. Initial event description: as reported, during a procedure involving an abdominal aortogram, bilateral femoral and renal angiogram, and atherectomy of the left superficial femoral artery (sfa) with intravenous sedation, a flexor ansel guiding sheath separated in the patient. The 65 year-old female patient had a history of peripheral vascular disease and stenosis of the left sfa. Reportedly, another manufacturer's 2.0 atherectomy catheter and 0.014 inch wire guide were used during the procedure. After the sheath had been in place for approximately one hour, the atherectomy catheter, which was inside the sheath, was unable to be removed over the wire guide and became stuck in the sheath. The physician attempted to remove the sheath with the wire and atherectomy catheter still in place. The sheath got stuck on the bifurcation and subsequently separated and was partially removed. The left iliac artery was reportedly calcified. Approximately 15 centimeters of the distal tip of the sheath remained in the patient, with the atherectomy catheter and wire guide in place. The patient's vital signs and overall status were monitored, and the facility called 911. Vital signs were reported as heart rate of 71, respiratory rate of 22, blood pressure 108/65 (mean 82), and oxygen saturation of 97%. The loc (level of consciousness) was reported as "2"; although it is unknown what scale was used for the assessment. The patient was subsequently transferred to another hospital via emergency transport, with femoral artery pressure applied by the radiology technician. On (B)(6) 2019, the patient's status was reported to be stable and the surgical procedure to remove the devices was reportedly successful. The physician who performed the procedure, an interventional cardiologist, has indicated that the event was not attributed to the products used during the procedure. The physician has stated that the event was directly related to the patient's anatomy and vessel disease, including calcification of the left iliac artery. Investigation/evaluation: reviews of the complaint history, device history record, documentation, drawing, manufacturer¿s instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. Additionally, the subassembly records were reviewed and revealed no nonconformances. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, specifications, drawings, and quality control procedures were conducted, and no gaps were discovered. An IFU is provided with this device, which states ¿if flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. A CAPA was previously initiated for this failure mode. The following primary contributing factors were identified: a) these devices can be advanced into restrictive anatomies. The CAPA investigation showed that clinical users may be using these devices to force through restrictive anatomy, causing separation upon removal. B) instructions for use warn to reinsert the dilator prior to removal. Investigation has identified that this is not always performed. Based on the information provided and no product returned, investigation has concluded that this event can be traced to the patient¿s anatomy. Reportedly, the physician stated that the issue was perceived to be directly related to patient¿s vessel disease with calcification. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant products= csi 2.0 solid crown diamond back catheter, csi viper wire advance with flex tip gen 2. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving an abdominal aortogram, bilateral femoral and renal angiogram, and atherectomy of the left superficial femoral artery (sfa) with intravenous sedation, a flexor ansel guiding sheath separated in the patient. The (B)(6) year-old female patient had a history of peripheral vascular disease and stenosis of the left sfa. Reportedly, another manufacturer's 2.0 atherectomy catheter and 0.014 inch wire guide were used during the procedure. After the sheath had been in place for approximately one hour, the atherectomy catheter, which was inside the sheath, was unable to be removed over the wire guide and became stuck in the sheath. The physician attempted to remove the sheath with the wire and atherectomy catheter still in place. The sheath got stuck on the bifurcation and subsequently separated and was partially removed. The left iliac artery was reportedly calcified. Approximately 15 centimeters of the distal tip of the sheath remained in the patient, with the atherectomy catheter and wire guide in place. The patient's vital signs and overall status were monitored, and the facility called 911. Vital signs were reported as heart rate of 71, respiratory rate of 22, blood pressure 108/65 (mean 82), and oxygen saturation of 97%. The loc (level of consciousness) was reported as "2"; although it is unknown what scale was used for the assessment. The patient was subsequently transferred to another hospital via emergency transport, with femoral artery pressure applied by the radiology technician. On (B)(6) 2019, the patient's status was reported to be stable and the surgical procedure to remove the devices was reportedly successful. The physician who performed the procedure, an interventional cardiologist, has indicated that the event was not attributed to the products used during the procedure. The physician has stated that the event was directly related to the patient's anatomy and vessel disease, including calcification of the left iliac artery.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.